Event description:
It was reported the doctor was performing a lap gastric bypass. It was reported the footswitch would not operate at all. The doctor swapped the footswitch with another footswitch and completed the case with no pt consequence.